Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited elevated right ventricular (rv) pacing threshold measurements. A surgical revision was performed. During the procedure, the lead was taken out of the device and tested via the pacing system analyzer (psa). Elevated threshold measurements were observed. The lead was repositioned and threshold measurements through the psa were normal. The lead was connected to the device and elevated threshold measurements were again observed. The lead was checked via the psa and normal measurements were noted. The lead was connected to the device again and normal measurements were observed. A connection issue was suspected. No additional adverse patient effects were reported.